Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to loss of capture, high capture threshold, and high pacing impedance on the right ventricular (rv) lead. No changes or intervention was performed; the device will continue to be monitored. The patient was asymptomatic and stable.